Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced low blood glucose levels for just mainly the day of the call. The blood glucose reading was 35 mg/dl. The customer stated that she treated by eating jelly beans. She complained that this was the worst it has been and that she has been having ups and downs with her blood glucose levels for about a week. The customer was not admitted to a hospital for her condition. Upon troubleshooting, it was found that the programming was accurate. The reservoir was showing the same amount of insulin as shown on the status screen. The insulin pump passed the displacement test. The customer observed that for the past month she has been doing more unusual eating. She also noted that she had a bone scan last month, so the device may have been exposed to a magnetic field. Advised discontinuation and replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.